Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l1 transcutaneous vertebroplasty, posterior fusion therapy for primary osteoporosis and compression fracture. It was reported that during balloon insertion, resistance was felt along the pathway, so drilling was performed, but expansion was not achieved, and the pathway creation was redone about two times. Afterward, the balloon's position was confirmed, and the balloon was slowly expanded as per the procedure manual. The physician noticed that the pressure was higher than usual, both from visually observing the pressure panel and from the manual sensation while turning. Expansion was stopped after approximately 2.0cc was reached. Pre-rupture pressure : 200 or greater. Subsequently, the cement was mixed in the mixer, and the physician performed the filling into the bfd. Once preparation was complete and while waiting for the cement to reach the appropriate viscosity, fluoroscopy was used to recheck the balloon's position. At this point, it was confirmed that the contrast agent's shape was clearly irregular, indicating balloon rupture. Upon checking the pressure panel, a sudden drop in pressure was confirmed, leading to the conclusion that the balloon had ruptured. The balloon was removed from the vertebral body as is, and the area was thoroughly washed with saline. However, as a small amount of contrast agent rem ained and could not be further washed away. Cement was then newly mixed in the mixer and filled. Following this, the patient's vitals remained normal, and no abnormalities were observed in blood pressure or neurological monitoring, concluding the procedure without issues. There was delay of less than 60 minutes in overall procedure time and no patient symptoms reported. There were no further complications reported regarding the event.